Manufacturer narrative:
Additional info received from user indicates that the gvi product returned was not the product that separated. This complaint no longer meets MDR filing criteria.

Event description:
It was reported that after implantation of a stent, it was thought that the guide wire became stuck in the heavily calcified vessel. Force was applied to remove the guide wire which resulted in separation of the tip. A snare device was unsuccessful in retrieving the separated tip. The pt underwent emergent bypass surgery, and was discharged in stable condition.